Event description:
It was reported that the right ventricular (rv) lead¿s pacing impedance had slowly risen over the past few months and was high. The capture threshold had risen by 1. 0v. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg implantable cardioverter defibrillator (ICD)  (B)(6) 2007; 4592 implantable pacing lead (B)(6) 2002.

Event description:
It was further reported that the patient presented to the emergency room due to a patient alert. A remote transmission indicated that alert triggered due to high bipolar right ventricular (rv) lead impedance. The impedance trend indicated a steady rise for the past few months. High right ventricular (rv) lead thresholds were also noted.